Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2016, the patient stated the transmitter lasted 30 days. No medical intervention was reported. Additional event or patient information is not available. The transmitter was returned for evaluation. An exterior physical visual inspection was performed and the inspection passed. Voltage testing was performed and the transmitter had no voltage. Data was not available for evaluation. The complaint confirmation that transmitter lasted 30 days could not be determined. A root cause could not be determined.